Event description:
This report was received from baxter global pharmacovigilance (gpv). This is a clinical report of an observational study from a physician in (B)(6) of bacterial peritonitis in a (B)(6) male subject coincident with extraneal, physioneal and nutrineal therapies. On (B)(6) 2009, the subject began therapy with extraneal , physioneal 40 and nutrineal intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the subject experienced bacterial peritonitis manifested by cloudy peritoneal effluent and abdominal pain (did not include infusion pain). The peritonitis was without septicaemia. On (B)(6) 2010, empiric treatment with ip gentamicin and ip cefuroxime was started. On (B)(6) 2010, the subject was hospitalized due to the event. On (B)(6) 2010, the subject was discharged from the hospital. On (B)(6) 2010, treatment with gentamicin and cefuroxime ended. The primary contributing factor to the event was break in sterile technique. The patient recovered on (B)(6) 2010.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The reported problem was confirmed because physician reported break in aseptic technique. The assignable cause is undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.